Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during reprocessing the subject device had a hole in the cord, possible stapler damage. No patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In additional there was a cut in the light guide cable. Based on the results of the investigation, the most probable cause of the complaint cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during reprocessing the subject device had a hole in the cord, possible stapler damage. No patient involvement.